Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently on (B)(6) 2015, the patient underwent revision surgery to excise the excess skin. The implanted device remains.